Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed, adhesion of brown colored foreign material on the instrument channel/distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or cause could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported the event was found during reprocessing after a diagnostic screening. There was no biopsy or use of drugs. The patient was not bleeding. Additionally, reprocessing has been implemented in accordance with the instruction manual.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the gastrointestinal videoscope, a red linear object came out of the scope forceps channel during brushing. There was no report of patient involvement or user injury associated with this event.